Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a fluid leak and inflation issues. There was a break/hole in the tubing from the pump to the cylinder. There was air in the system causing the pump to stay flat. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted.